Event description:
On (B)(6) 2019, I was hospitalized at (B)(6) medical center in (B)(6) due to kidney failure. After 2 days of treatment at (B)(6) medical center medical professionals decided to transport me to (B)(6) medical center in (B)(6). I was hospitalized in ICU for an additional 4 days. I underwent several tests including but not limited to a biopsy of my kidneys. After intensive testing and painful medical procedures the underlaying cause was undetermined. Medical records are accessible through (B)(6) medical centers online portal or through my primary care physician (B)(6). During this time frame I was using the philips machine for sleep apnea. FDA safety report ID # (B)(4).